Event description:
This case report from united states was derived from medical literature on 24-feb-2016, article entitled misplaced hysteroscopic sterilization micro-insert in the peritoneal cavity: a corpus alienum. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for hysteroscopic sterilization. The patient presented with persistent pelvic pain after undergoing hysteroscopic sterilization eight months before. She had previously undergone a vaginal hysterectomy for her pelvic pain without resolution of symptoms, followed by laparoscopic bilateral salpingectomy with successful removal of only one micro-insert. She then presented to the institution for removal of the retained micro-insert. Intra-operatively, they were unable to identify the micro-insert despite meticulous laparoscopic survey of the peritoneal cavity. Then they used live fluoroscopy while moving the soft tissue with laparoscopic instruments and identified the device embedded in the vesicovaginal space. They successfully removed the micro-insert using a combination of fluoroscopy and laparoscopy. Authors comment: the authors concluded that, for the avid laparoscopist, intra-operative live fluoroscopy should be considered as an adjunct resource to locate any misplaced laparoscopic instruments, lost needles or migrated metallic foreign bodies not readily seen on laparoscopic survey. Publication abstract: the purpose of the video presentation is to demonstrate the management of a misplaced hysteroscopic sterilization micro-insert (I. E. Essure coil) in the peritoneal cavity using intra-operative fluoroscopy: when it is applicable, how to perform it, and what to expect from the procedure. Follow-up 04-apr-2016: follow-up attempts were performed, with no response to date company causality comment: this case report derived from the medical literature refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented with persistent pelvic pain. She underwent a vaginal hysterectomy without resolution of symptom, followed by laparoscopic bilateral salpingectomy with successful removal of only one micro-insert. The other device was embedded in the vesicovaginal space and was later successfully removed using a combination of fluoroscopy and laparoscopy. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Also, during essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, the exact mechanism which led to device embedment in the vesicovaginal space was not reported. This device dislocation could have had a contributory role in the persistent pelvic pain. Given the nature of both events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Follow up information was received on 01-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddr llt can be provided. Company causality comment: this case report derived from the medical literature refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented with persistent pelvic pain. She underwent a vaginal hysterectomy without resolution of symptom, followed by laparoscopic bilateral salpingectomy with successful removal of only one micro-insert. The other device was embedded in the vesicovaginal space and was later successfully removed using a combination of fluoroscopy and laparoscopy. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Also, during essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, the exact mechanism which led to device embedment in the vesicovaginal space was not reported. This device dislocation could have had a contributory role in the persistent pelvic pain. Given the nature of both events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information could not be obtained, despite follow-up attempts

Manufacturer narrative:
(B)(4).